Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's doctor mentioned "not all the leads were connected" and they did some changes. The patient had a loss of therapeutic effect and was trying different programming now. The patient was not currently feeling stimulation because they had turned stimulation off in preparation for an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.